Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is likely material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the reported information, while the doctor was performing a tenotomy of the lt achilles, using the appropriate technique, the needle broke off and remained in the patient. The doctor removed the broken piece by hand. Another microtip was obtained to continue the procedure. This was the first failure that occurred on this patient, see MDR# 1000135560-2017-00166 for the second failure. There was no injury or harm to the patient caused by the failure.